Manufacturer narrative:
The device will not be returned due to litigation. If the device or additional information becomes available it will be submitted on a supplemental report.

Event description:
It was reported that the nail was broken at the point of passage of the femoral head screw. Event without trauma with pathological subtrocanteric femoral fracture.